Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. Data log shows the placement signal not reliable alarm along and all 5s parameter was down which indicate hard failure of the sensor. As per the clinical report, the placement signal was lost immediately after pump insertion while the shockwave was being used. The cause of the optical signal issue was most likely damaged sensor due to the shockwave device interaction, based on given clinical details and data log review. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. During support, the use of shockwave therapy in the patient¿s left main coronary artery interfered with the optical placement sensor. Despite this, the patient remained hemodynamically stable and continued to receive effective support from the pump.